Event description:
It was reported that during an unknown procedure, there was a broken blade on the device. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.